Event description:
It was reported that after the iab was inserted in the cath lab, the pt was being transported to the ICU when the pump began experiencing system error 3 and high baseline alarms. The pt was transferred to another pump without any complications.